Event description:
An nfix ii rod 150mm was implanted at l1-l3. A post-operative x-ray showed the rod to be broken. A portion of the rod has been explanted.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned.